Event description:
It was initially reported that the customer's device was showing its service wrench. A review of the downloaded data from the device showed that the internal hlc batteries were depleted and the device would likely not have the ability to deliver sufficient defibrillation energy. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. The cause of the reported failure was determined to be electrically leaky filters, designators fl9, fl10 and fl11 from the analog pcb assembly. The leaky filters depleted the internal hlc batteries. The customer received a replacement device.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.